Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted for scope and work up due to gastrointestinal bleeding (gi). Anticoagulants at time of the event were aspirin and warfarin. The patient¿s log files were submitted for review and there were no unusual events reported in the file. The patient was transfused with blood. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Additionally, submitted system controller log files for evaluation appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient reported to the emergency department on (B)(6) 2018 with syncopal episode. At the time of the event, the patient¿s hemoglobin (hgb) was 7.2 and hematocrit was 23.8. The patient¿s capsule study was negative therefore no source of bleeding was confirmed. The patient was transfused with red blood cells (rbc) along with tighter control of their inr and a follow up scheduled for preoperative intravenous iron therapy to correct anemia.